Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 35.0 mg/ml of morphine at 12.466 mg/day via an implantable pump for non-malignant pain. It was reported the pump was tipping, but the patient was receiving good therapy. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics were performed. The pump pocket was revised, and the pump was re-anchored. The date of the event was provided as (B)(6) 2018. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. The patient¿s medical history included chronic pain. Other medications being taken at the time of the event were not available.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the pump was slightly tipping. Regarding the cause, the suture was not properly sutured, and for that reason, the doctor re-anchored the pump. The information provided had been confirmed with the physician/account.